Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged wound deterioration is related to activ.a.c." Therapy (system).

Event description:
On apr 12 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On sep 11 2017, the device was tested per quality control (qc) procedure by kci field service, although an unrelated failure was identified it did not impact the unit's ability to deliver therapy when in use with the patient. Review of the event logs show that the patient did not receive active therapy for time periods of 9-21 hours due to the device being manually turned off.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci determined the reported event resulted from a use error in that the patient dressing was not replaced with an alternative dressing when therapy was off for longer than 2 hours. Device labeling, available in print and online, states: the v.a.c.® therapy instructions for use provided with the v.a.c.® dressings, and the activ.a.c.¿ user manual provided with the unit, state that the v.a.c.® dressing should be replaced with an alternate dressing if v.a.c.® therapy is interrupted or off for more than two hours.

Event description:
Additional information provided by medical personnel: on sep 06 2017, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy system would self-shut down. Update to device evaluation: upon return, the unit was tested per kci quality control (qc) procedures. The unit failed the qc check for the following reasons: the power port was loose, the pump was noisy, pressure was not being reached or maintained, and foul odor. It is possible that the loose power input port connection contributed to the "battery critical" alarm. The power input port is part of the activ.a.c.¿ control board assembly. The control board contains the charger circuitry which, when plugged into ac mains, charges the battery and provides dc power direct to the therapy unit. If there was damage to the charger circuitry then the battery may intermittently charge, or not charge at all. When the unit is unplugged from ac mains, the unit will display a "battery critical" alarm as soon as the energy in battery falls below a pre-designated threshold. Review of the event log indicates that the user was aware of, and was reacting to the "battery critical" alarms as the therapy unit continues to run for extend periods following a "battery critical" alarm appearing. Kci concludes that these factors were unrelated to the event of wound deterioration because the unit was turned off for extended periods without application of an alternate dressing to the wound. As designed, the unit was providing visual and audible ¿battery critical¿ alarms throughout the period the device was in use. Based on the information in the event log, the customer was responding to the alarms. The unit was turned off for periods ranging from 9 to 20.5 hours from sep 04 2017 to sep 06 2017. Therefore v.a.c.® therapy was not applied for extended periods. Kci did not receive any indication that the dressing was replaced during the time therapy was interrupted. There were no reports of medical intervention to address the wound deterioration, and the patient continued v.a.c.® therapy following replacement of the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged wound deterioration is related to activ.a.c." Therapy system. There have been several attempts made to gather additional information, but there has been no response. It is unknown if medical or surgical intervention was required. Device labeling, available in print, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2017, the following information was reported to kci by the nurse: the nurse alleged wound deterioration. On (B)(6) 2017, the following information was reported to kci by the nurse: the patient is progressing well. No additional information is available. A device evaluation of the activ.a.c." Therapy system is currently pending completion. A follow up MDR will be submitted to include the results of the device evaluation upon its completion.